Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before intraocular lens (iol) implant procedure, lens was faulty and not used. Additional information received stating that lens was faulty because the lens extracted too fast and the lens was half way out of the cartridge before the surgeon even had a chance to insert into the eye.